Event description:
The patient stated that the power cord was not giving power to the monitor. A new power cord was sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.